Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported the eye tracker lost tracking during a procedure. The procedure was able to be aborted and completed without any issues. Additional information has been requested.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) could not duplicate the issue. The full preventive maintenance was completed per service installation record (sir) with no issues found. The system meets alcon specifications. Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. During treatment phase of reported treatment after successful center test, the treatment stopped and shows a warning message. This warning is due to the laser pedal is not pressed enough. After that the user performed the center test again without reason and another message appeared. After several times of center test, treatment running and treatment stopped, the user aborted the treatment with 570 of 7421 (7.7 %) shots already fired. The user restarted the aborted treatment and finished it without other issues. There is no technical problem and the reported laser stopped during the treatment is due to the user press the center pedal instead of the laser pedal. No technical root cause was identified as the device was found to be within specifications. The root cause is user handling: the user pressed the center pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).